Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an autofill failure message. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient was sitting up in the bed, awake, relaxed and talking. The console had been in stand-by for 7 minutes and they had been unable to resume pumping. They were advised to attempt the iab fill key, and to decrease the augmentation control several bars to attempt to fill but this was unsuccessful. There were no visible kinks or blood in the helium tubing. They tried manipulating the hub of the sheath while auto-filling but this did not work. At this point, the physicians were at the bedside and the decision was made to return to the cath lab to remove and replace the iab catheter. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).